Event description:
The customer contacted olympus to report the device cannot recognize the scope and displayed an e315 error code. The malfunction occurred during preparation for use (patient was not under anesthesia). The intended enteroscopy was completed without delay, with a similar device. There was no patient injury reported.

Manufacturer narrative:
The olympus repair center confirmed the customer's complaint. The e315 was due to an immersed elevator connector; and the fault disappeared when the connector was dried. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to mishandling of the device, causing water invasion of the scope connector; this led to an abnormality in the electrical components. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.